Event description:
It was reported that revision surgery was necessary due to the breakage of the one-third tubular plate. It was implanted in 1999 and revised in 1999. No trauma was associated with the breakage.